Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a health care provider (hcp). Regarding a patient receiving intrathecal baclofen (unknown concentration and dose). Via an implantable pump for spinal pain. It was reported, that nurse stated, she just finished refilling a patient with the updated software version 2.0 on the tablet. And appropriate, updates all made (reflected in reports), but now the patient's pump was alarming. The hcp asked, if we knew why the pump would be alarming. The hcp was no longer with patient and wanted to see if we could tell why pump was alarming remotely. Technical services discussed interrogation was needed to read pump logs/reason for alarm. The same hcp called back and stated, that the patient came into the office with a low reservoir alarm. Technical services helped the caller manually silence the low reservoir alarm and updated the pump. The issue was resolved.